Event description:
The customer reported that while the iabp was in use with a pt, the iabp generated loss of augmentation lamps went out on keypad. The iabp was replaced and the therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer biomed stated that there were no alarms and the iabp cs100 still had a balloon pressure waveform indicating augmentation. The company rep ran the cs100 with a trainer and balloon, and confirmed that the augmentation lamps were out but there was a balloon pressure waveform indicating augmentation. The company rep replaced the pcb keypad controller (part number 0670-00-1145). After the repair, cs100 was fully functional. (B)(4).